Event description:
The customer reported that the 9900 system shut down in the middle of the case, and would not boot up. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The interconnect connection was tightened. The system was tested and is operating as intended.